Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display on insulin pump the customer¿s blood glucose was 300 mg/dl. Customer stated that when they removed the battery it felt like greasy or liquid was in the battery compartment. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank display due to moisture damaged lcd board. Unable to perform operating current test, unexpected restart error test, self-test and displacement test or verify battery out limit alarm due to blank display. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked belt clip slot, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and corroded battery tube.